Event description:
It was reported the patient had an infection at the ipg site. In turn, the patient had their system explanted on an unknown date almost a year ago. Patient was prescribed oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated. D6b - date of explant is unknown. Section a4: during processing of this incident, further information regarding weight was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.